Event description:
Detailed description of event: [distributor] incoming inspection po# (B)(4). This is a complaint from [distributor] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: october 14,2022 please refer to the attachment file. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Hairlike object in pouch - c0r47 lot # 1461363 (1 ea.) Products available for returns. Patient status: no patient involvement. Type of intervention: na (incoming inspection).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event: [distributor] incoming inspection po#: 23045, 23057. This is a complaint from [distributor] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: on (B)(6) 2022. Please refer to the attachment file. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Hairlike object in pouch - c0r47 lot#: 1461363 (1 ea.). Products available for returns. Patient status: no patient involvement. Type of intervention: na (incoming inspection).